Event description:
Pt with bilateral submuscular transaxillary gels (unk size/type/MFR - no records) in 1985 for augmentation. Pt c/o decreased rt size with recent (3-4 mos) itching/soreness in rt "imf". There has been no change in shape/texture or history of trauma. In addition pt c/o progressive systemic symptoms. These include back pain, positive am stiffness, spasms, dysesthesias/paresthesias, fatigue, sleep disturbances, ha's, tmjd, visual changes, memory loss, tearing, hair loss, oral sores, sensitivity to sun/cold, "imvp"/costochondritis and weight gain. Pt is otherwise healthy.